Event description:
It was reported that during a patient event, the customer's device was powering itself off. There was no additional information provided regarding the reported event or the patient. There have been no adverse events reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the battery connector pins were loose. After tightening the pins, proper device operation was observed through functional and performance testing. The device has been returned to the customer for use.